Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shut off¿ even though the ventilator was plugged into alternating current power, and a burning smell was noted. The device was available for evaluation. The service personnel (sp) inspected the unit and verified that the unit would not power on. During diagnosis, sp identified thermal damage to capacitor c53 on the dc-dc converter printed circuit board assembly (pcba) and subsequently replaced the dc-dc converter pcba. Later, unit failed the battery test in extended self test (est) for which sp replaced the breath delivery (bd) power controller pcba and the bd power distribution pcba as a unit. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. The cause of the reported ventilator "shut off and a burnt smell" was isolated in the field to a faulty capacitor c53 on the dc-dc converter pcba, which can lead to a loss of ventilation (lov). The likely cause of the subsequent est battery test failure was isolated in the field to a potential failure of the bd power controller pcba/ bd power distribution pcba, which was likely impacted by the faulty dc-dc converter pcba. The serial number of the dc-dc converter pcba is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator "shut off" even though the ventilator was plugged into alternating current power and a burning smell was noted. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator ¿shut off¿ even though the ventilator was plugged into alternating current power, and a burning smell was noted. The device was available for evaluation. The service personnel (sp) inspected the unit and verified that the unit would not power on. During diagnosis, sp identified thermal damage to capacitor c53 on the dc-dc converter printed circuit board assembly (pcba) and subsequently replaced the dc-dc converter pcba.. Later, unit failed the battery test in extended self test (est) for which sp replaced the breath delivery (bd) power controller pcba and the bd power distribution pcba as a unit. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One bd power controller pcba was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for analysis: a visual inspection of the returned part was conducted, and it was observed that the resistor r6 was thermally damaged. The pcba was installed in the failure investigation test ventilator for analysis. During battery test in est the reported fault was confirmed. When the ac power cord is removed from the ventilator, the ventilator did not recognize the battery. The fault was traced back to a faulty resistor r6 on the pcba. One dc-dc converter pcba was returned to medtronic for analysis: a visual inspection of the returned part was conducted, and observed that the capacitor c53 was thermally damaged. Analysis determined dc-dc converter pcba was faulty. If a failure of the capacitor c53 occurs while in use on a patient, the ventilator response would be a loss of ventilation. The cause of the reported ventilator "shut off and a burnt smell" was isolated in the field to a thermally damaged capacitor c53 on the dc-dc converter pcba. The serial number of the dc-dc converter pcba is in the scope of the existing internal corrective action. The likely cause of the subsequent est battery test failure was isolated to a faulty resistor r6 on the bd power distribution pcba, which was likely impacted by the faulty dc-dc converter pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.